Manufacturer narrative:
(B)(4). The device(s) has been received and the evaluation is pending. A follow up report with failure investigation results will be submitted once the evaluation has been completed.

Event description:
Emergency room patient with shortness of breath, was given 750mg levaquin in 150ml of d5w piggyback at 18:45, reportedly pump delivered medication 20 minutes faster than programmed for, per nursing staff. No report of patient harm and no medical intervention required. No further patient or event information is available.